Event description:
Patient reported that battery was not longer working and it was due to normal battery depletion. Patient experienced the loss of therapeutic effect. Patient was never really pleased with therapy and they did not get symptom relief. Patient was not able to wait as they would have to go to the bathroom right now. Patient was on medication currently.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3093-28, lot# j0546252v, implanted: (B)(6) 2005, product type: lead0 device code (B)(4) also pertains to the event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3093-28, lot# j0546252v, implanted: (B)(6) 2005, product type: lead.

Event description:
A patient reported their device never worked and did not do what she expected. The patient stated the device had not been running for a couple of years now and was wondering if she could have it removed. The patient noted the battery went dead. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that it never did what they were told it. Device never helped with the incontinence. They were having the device removed as they needed as MRI.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3093-28, lot # j0546252v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
A patient indicated for urinary dysfunction reported that they ¿suddenly¿ stopped feeling stimulation ¿sometime¿ in 2014. The patient could not feel it working and assumed the battery had died. Possible battery depletion was noted. When the device was working, the patient had at least 50% reduction in symptoms. They were currently being managed with oral medication and no other symptoms were reported. No steps were taken to resolve the loss of stimulation sensation as the patient ¿didn¿t think it was of much help.¿ no further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional mentioned that patient's device was not working. No new event information. Caller did mention that patient might have revision surgery for ins replacement.